Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator remote manager was hard to open. A field service engineer inspected the door and noted slight resistance during operation, though it was not significant, observed that the door hasp was not fully inserted into the remote manager housing and that the side of the hasp was rubbing against the latch during opening and closing, which likely caused the additional resistance, opened the remote manager panel and found that the mounting nuts were snug but not fully tightened, resulting in an alignment issue, adjusted the remote manager forward on the mounting plate and fully torqued the mounting nuts, also adjusted the door hasp to eliminate contact with the latch cam. After the adjustments, the door opened and closed smoothly without resistance, verified operation by cycling the door using hardware test application (hta) diagnostics, and the customer accessed the remote manager multiple times through the application. The customer confirmed that the door now opens and closes smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rh cath2 refrigerator remote manager was difficult to open. Although it could be opened, excessive force was required. However, there were no delays, adverse events or injuries reported based on this event.